Event description:
A discordant advia centaur troponin ultra (tniu) result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant tniu result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data it was determined that the cause of the discordant tniu result was due to the aspirate probe 3 not properly clipped in its position. The fse repositioned the aspirate probe 3 in its place in the system. The instrument is performing within specifications. No further evaluation of the device is required.